Manufacturer narrative:
Lead model # 39286-65 lot # v784952044 implanted 2011-(B)(6) explanted unknown; recharger model # 37752 lot # nka156826n; programmer model # 37742 lot # nke172408n.

Event description:
It was reported that the patient had a sleep study done a couple days ago and left ins on during study. After the study the patient had return of pain in hip and back. The pain was going away now but it was taking a few days. The patient was not sure if the pain they had was related to stimulator function or not. If additional information is received, a follow up report will be sent.